Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported failure to grasp the leaflets. The tissue injury appears to be due to multiple grasping attempts due to the inability to grasp; therefore, attributed to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report during grasping of the leaflet, tissue damage occurred. It was reported that this was a mitraclip to treat functional mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the mitral valve and the xtw clip was deployed without issue, however, a residual moderate mr remained medially. A second cds was advanced to further reduce mr and an xt clip was placed medial to the first clip, but there was difficulty grasping the leaflets and after the first grasp there was still residual mr. When opening the xt clip to reposition it was noticed that mr had increased back to severe. After several grasping attempts without any mr reduction or sufficient leaflet insertion, the physician noticed that there was a possible flail and tissue damage of the posterior leaflet. The physician decided to remove the second clip. One clip was implanted with mr remaining at 4. There was no treatment performed for the tissue damage. No additional information was provided.